Manufacturer narrative:
.

Event description:
The customer reported that the EKG stopped recording. There was no patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device's monitor is not working. There was a patient involved but no adverse reported.